Manufacturer narrative:
The insulin pump was received with cracked display window corners and alarm during basic occlusion test. Unable to prime during prime test, due to loose drive support disk.

Event description:
It was reported that the insulin pump alarmed during normal used. Nothing further was reported.